Event description:
Reporter indicated a dell vns handheld computer had delivered shocking sensations to her hand when it was used plugged into the wall. The shocking sensations only occurred on a few occasions. The handheld dell computer has been requested for return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.